Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that, "the cuff was deflated during the leak test, prior to use on patient."

Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturing site for investigation. A visual exam was performed and no abnormalities were observed. The cuff was then inflated to 25mbar by using a calibrated endotest meter and the cuff was unable to maintain pressure. The area of leakage was identified and it was observed there was a cut mark on the cuff. A device history record review was performed and no relevant findings were identified. The complaint of leakage was confirmed; however, a root cause for the issue could not be determined. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. It is possible that the failure could be induced during product handling by the user, although this could not be confirmed.

Event description:
It was reported that: "the cuff was deflated during the leak test, prior to use on patient."